Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced cellulitis at the cannula site on (B)(6) 2026. For treatment, the patient received prescribed antibiotics from urgent care.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: the initial MDR with manufacturing report number 3003442380-2026-82437, was submitted on 17-march-2026. This supplemental emdr is being submitted to correct the submitted type of report under g6 which was erroneously selected as 5-day in initial emdr. The correct selection for the submitted report is initial and 30-day. Consider this correct naming for inital packages, submitted on 17-march-26 MDR 3003442380-2026-82436 / initial 1 of 2. MDR 3003442380-2026-82437 / initial 2 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.